Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter facility name: (B)(4). Initial reporter address 1: (B)(6).

Event description:
It was reported that in-stent restenosis occurred. In (B)(6) 2020, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) extending to the distal rca with 100% stenosis and was 150mm long with a reference vessel diameter of 5.0 mm. The target lesion was treated with pre-dilation and placement of a 5.00x32mm and two 5.00x28mm synergy drug-eluting stents (des). Following post-dilatation, residual stenosis was 0%.two discrete non-target lesions were also treated. A lesion in the right posterior descending artery (r-pda) was treated with placement of a 3.00mmx38mm synergy des and another lesion located in right posterior atrioventricular (r-pav) was treated with placement of two 3.00mmx38mm synergy des. The subject was discharged on dual antiplatelet therapy. In february 2021, the subject arrived at the hospital for a scheduled cardiac catherization. The subject had experienced an acute onset of chest pain the previous week while shoveling snow which subsided with rest. The subject was on a treadmill two days after this incident, and developed chest pain approximately eight minutes into exercising. The subject had experienced shortness of breath while walking up hills one week prior to having the chest pain. The subject did not experience any chest pain at that time. At the time of the event, the subject was on anticoagulant. Four days later, an electrocardiogram (ECG) revealed sinus rhythm with borderline t abnormalities, inferior leads. Angiography revealed 95% restenosis in the r-pda which was treated with balloon angioplasty and placement of a 3.5x16mm synergy des. The 80% restenosis in the first obtuse marginal branch (om1) was treated with balloon angioplasty and placement of a 3.0x30mm synergy des. Following post dilation, residual stenosis was 0% stenosis. Post procedural timi flow was noted to be 3. No further complications were noted. Post procedure ECG revealed sinus rhythm with borderline repolarization abnormality. On the following day, the event was considered recovered or resolved.

Manufacturer narrative:
A1:patient identifier: (B)(6). E-1: initial reporter facility name: (B)(6). E1- initial reporter address 1: (B)(6).

Event description:
Hold for cr 10/3 it was reported that in-stent restenosis occurred. In (B)(6) 2020, the subject presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) extending to the distal rca with 100% stenosis and was 150mm long with a reference vessel diameter of 5.0 mm. The target lesion was treated with pre-dilation and placement of a 5.00x32mm and two 5.00x28mm synergy drug-eluting stents (des). Following post-dilatation, residual stenosis was 0%.two discrete non-target lesions were also treated. A lesion in the right posterior descending artery (r-pda) was treated with placement of a 3.00mmx38mm synergy des and another lesion located in right posterior atrioventricular (r-pav) was treated with placement of two 3.00mmx38mm synergy des. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2021, the subject arrived at the hospital for a scheduled cardiac catherization. The subject had experienced an acute onset of chest pain the previous week while shoveling snow which subsided with rest. The subject was on a treadmill two days after this incident, and developed chest pain approximately eight minutes into exercising. The subject had experienced shortness of breath while walking up hills one week prior to having the chest pain. The subject did not experience any chest pain at that time. At the time of the event, the subject was on anticoagulant. Four days later, an electrocardiogram (ECG) revealed sinus rhythm with borderline t abnormalities, inferior leads. Angiography revealed 95% restenosis in the r-pda which was treated with balloon angioplasty and placement of a 3.5x16mm synergy des. The 80% restenosis in the first obtuse marginal branch (om1) was treated with balloon angioplasty and placement of a 3.0x30mm synergy des. Following post dilation, residual stenosis was 0% stenosis. Post procedural timi flow was noted to be 3. No further complications were noted. Post procedure ECG revealed sinus rhythm with borderline repolarization abnormality. On the following day, the event was considered recovered or resolved. It was further reported that in (B)(6) 2020, the subject was already revealed a same recently ECG result sinus rhythm with borderline t abnormalities, inferior leads.